Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Received the following, one opened/used simplera serter in its disabled state. The product is in this state and the needle has retracted into the serter body, one simplera sensor returned, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/tyrek), and passed per specification. Inspected the sensor for any physical damaged on the casing and sensor flex and found the sensor flex with no physical damaged found. Due to the serter was received the following, in its disabled state a failed actuation complaint does not apply. Then proceeded to take the serter to the nikon microfocus x-ray system machine (xtv-160), and found the actuation clips are intact, also found the needle housing moved with the retraction spring, inspected the insertion and retraction springs for any misalignment, also inspected the insertion needle for any physical damage or misalignment and found the needle broken inside the serter cavity, the remaining broken needle was found inside the needle cap. Then, proceeded to disassemble the serter using the roland cnc-machine (mdx-50), to identify whether the plunger and frame could be separated using disassembly instructions. The frame pushes out of the plunger automatically due to the insertion spring force and the removal of the plunger stop during drilling, no anomalies during procedure. Then identify whether the frame and sensor carrier could be separated using the disassembly instructions. The sensor carrier fell out of the frame under its own weight after the sensor carrier is pushed out of the frame holder, needle retractor was able to be retracted using the sensor carrier tab, and when it was readjusting the sensor carrier tab the needle retractor was able to remain inside the sensor carrier tab, no anomalies was found during this procedure. Using the sciencescope macroscope (cc-saprt-4k-af) inspected the plunger, retainer, frame, and sensor carrier/snaps for physical damage and none was found. Inspected the sensor carrier snaps to have no damage. Inspected the insertion needle and found the needle retractor shoulders for any physical damage and passed per specification. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.2a). Unit was able to download trace and termination result. First term reason: high impedance. First term reason descriptor: the sensor was terminated due to detected high impedance from which it cannot recover. This is a safeguard designed within algorithm for patient safety. In conclusion: the customer complaint of change sensor alarm is confirmed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how the needle was found damage. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced sensor remain stuck to the serter during the insertion process. The customer reported no adverse event. The event involved product mmt-5100jc1. Troubleshooting was performed. Customer reports receiving change sensor alert. No harm requiring medical intervention was reported. The customer discontinued the use of the device. Mmt-5100jc1 was requested and customer responded that the device was returned for analysis.